Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed 5f powerline s/l catheter kit in its original packaging was retuned for sample evaluation. Along with return sample one photo was provided for review. Visual evaluation was performed. The product tyvek labels were noted to be detached throughout the outer packaging; they were received taped onto the top package label. Loss of bond and labelling issue were noted in the photo review. Manufacturing review was performed and ¿label on outside of the packaging were allegedly not sticking and it easily fell off¿ was verified. The product unit label was observed to be folded into the outer packaging lid, the tear-off labels were taped together, an apparently incidental break was observed on the tear-off labels. The back (transparent) of the tray showed the components inside and components were not affected. Therefore, the investigation is confirmed for the reported failure to bond and labelling issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a chronic catheter placement procedure, received a box of powerlines and external packaging was allegedly found to be damaged. It was further reported that the labels on the outside of the packaging were allegedly not sticking and it easily fell off. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a chronic catheter placement procedure, received a box of powerlines and external packaging was allegedly found to be damaged. It was further reported that the labels on the outside of the packaging were allegedly not sticking and it easily fell off. There was no patient contact.